Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify keypad unresponsive or button error alarm due to critical pump error alarm. Device received pump error 35 because the force sensor cable is incompletely plugged in.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, critical pump error and also had pump error. The customer¿s blood glucose level was 140 mg/dl. The customer reported that they had critical pump error and also had pump error. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive. Customer reported that they were unable to clear the alarm. Customer stated that all buttons are not responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.